Event description:
It was reported that the user attempted to start a dexcom g7 continuous glucose monitor (cgm) sensor but the ilet was set to the freestyle libre 3+ setting, resulting in an incorrect pairing workflow until guided to pair the correct dexcom g7 sensor; after troubleshooting and education, the dexcom g7 began pairing successfully. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact beyond temporary inability to use continuous glucose data with no health impact. User support included technical support review and live troubleshooting with education on correct sensor selection and pairing steps. Investigation of this case revealed user setup error with selection of the wrong sensor type and an incorrect pairing path, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated by corrective instruction.